Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the device, it was observed that the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing (pptwos). The oversensing was noted on a stored electrogram (egm). The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was in stable condition.